Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock lead impedance of greater than 200 ohms. Boston scientific technical services (ts) was contacted, and ts discussed evaluating the lead. Lead impedances were measured with isometrics and pocket manipulation, and the out-of-range measurements were again seen. The device and rv lead remain in service. No adverse patient effects were reported.